Event description:
Philips received a complaint on the patient monitor efficia cm100 indicating that the speaking is malfunctioning. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.